Manufacturer narrative:
Evaluated two opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed insulin pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piston stopped working. The customer stated that the insulin would not come out. The customer's blood glucose was 199 mg/dl at the time of incident. The reservoir will be returned for analysis.